Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, the device cannot open its jaw. Changed another device and it was working normally.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cervix procedure, about five minutes into the surgery, the device cannot open its jaw. The doctor had to use scissors to move tissue between the two jaws. Luckily, the doctor was able to stop the bleeding by using the bipoplar. A blood transfusion was not necessary, no other medical or surgical intervention or reoperation was done to the patient to stop the bleeding. The patient was not on any medications (any medication that can affect blood clotting or may contribute to bleeding). It was also noted that the knife blade was not extended. Another device was used to resolve the issue and it worked normally.

Manufacturer narrative:
Additional information: b5, d9, g3, h6 (ime). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cervix procedure about 5 minutes into the surgery, the device cannot open its jaw. Doctor had to use scissors to move tissue between two jaws. Luckily, doctor could stop bleeding by bipolar. The knife blade was not extended. Changed another ligasure device and it was working normally.

Manufacturer narrative:
Additional information: b5, d3 (MFR name and address), d4 (UDI#), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device's jaws and blade were stuck on eschar buildup. Functional testing found that the buildup was cleaned, and the device was working properly. More frequent cleaning of the jaws could have prevented build up of eschar. It was reported that the device did not open its jaw. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cervix procedure about 5 minutes into the surgery, the device cannot open its jaw. Doctor had to use scissors to move tissue between two jaws. Luckily, doctor could stop bleeding by bipolar. Blood transfusion was not necessary, no other medical/surgical intervention or reoperation done to patient to stop the bleeding and the patient was not on any medications (any meds that can affect blood clotting or may contribute to bleeding). The knife blade was not extended. Changed another ligasure device and it was working normally.